Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After placement, later in the day, it was noted the catheter was leaking. A hole was noted to be near the hub of the PICC. The device was removed and replaced that same day. The patient did not experience any adverse effects or harm because of the incident.

Manufacturer narrative:
The 2.6f PICC was returned for evaluation in two (2) pieces. There is approximately 0.9 cm of lumen still attached to the hub of the PICC and an additional 20 cm of lumen unattached was also returned. Visual inspection revealed a large amount of blood could be seen through the detached lumen. A functional test was performed on the device. The very tip of the attached lumen was clamped and the device flushed through the luer with the white clamp. No leaks were noted. The luer with the red clamp was then flushed and a leak was noted just below the hub. Under magnification a small slit can be seen running along the length of the lumen. The condition of the lumen around the slit suggests the lumen ballooned prior to bursting. A thorough investigation of product design and manufacturing processes was performed by medcomp engineering in conjunction with the device contract manufacturer. Actions will be implemented to minimize this type of occurrence if determined to be required. The device subassembly is received from an external supplier and is visually and functionally inspected. Incoming inspection includes visual inspection for kinks, holes, gaps, and functional testing for leaks. At the completion of the final manufacturing processes, the catheters are 100% leak tested. Catheter lumens with damage, such as holes, ruptures, tears and/or small pinholes will be detected during this test. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. A definitive root cause of the failure could not be determined. The instructions for use (IFU) contains the following warnings and precautions: *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. Do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (15.5 psi). Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.